Manufacturer narrative:
"Information pertaining to pe (B)(4) (multiple motor stall/recovery, withdrawal) was omitted. Information pertaining to pe (B)(4) (infection, catheter issues, pump failed) was omitted." Does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, concentration and dose "about 20% less" that 25 mg/ml and 8.191 mg/day via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that the patient has had 6 pumps and "if anything can go wrong with them, they have with me." There were no reported symptoms. No further complications were reported. ***information pertaining to pe (B)(6) (multiple motor stall/recovery, withdrawal) was omitted. Information pertaining to pe (B)(6) (infection, catheter issues, pump failed) was omitted.***